Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had inadvertently entered a blood glucose value in the incorrect box and was concerned that the customer may inadvertently request a dosage of insulin when it was not needed. Tandem technical support assisted the contact with adjusting the settings so the customer would be notified if the insulin dosage request had exceeded the maximum hourly bolus. There was no reported impact to the customer's blood glucose level.